Manufacturer narrative:
Device evaluation: the customer returned 10 syringes from the same lot commenting that one of the ten was the suspect product. The visual inspection of the returned complaint syringes and remaining healon solutions has not been able to confirm the customer¿s reported complaint of foreign material in nine out of ten syringes. However, in one of the syringes, it was observed that the siliconization layer on the inner surface of the glass cylinder was damaged. This resulted in colorless or slightly yellow particles being released into the solution. Additionally, veils or wisps of material were observed in the remaining healon solution. This material was identified as silicone using fourier transform infrared (ftir) spectroscopy. A video of the procedure was received and it was evaluated. The video showed the presence of a single large, colorless or slightly yellow particle, approximately 0.2 mm along the longest axis being expelled from the cannula of the healon. A group of smaller particles was also observed being expelled from the cannula. The material was visually identified as silicone. Visual inspection on retained products was performed. 48 samples were investigated. No visible defects were found on the package, cannula or solution. The solution was clear and colorless. All components were included in the product, without defects. No visible defects on the product box. The printing on the carton and labels were correct. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this batch number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, a product quality deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a black string was injected into the patent's eye together with the viscoelastic healon. Reportedly, the foreign material was removed during the irrigation and aspiration (I/a) procedure and the surgery was completed successfully. No patient injury was reported. No further information was provided.